Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanovas employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects¿ or malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was initially reported that the patients lead was explanted due to a lead malfunction. Patient was noted to be re-implanted. Additional information was received noting that high impedance was seen during initial implantation surgery with the first lead. Test resistor was noted to be utilized and generator was found to be within normal limits. The first lead was then re-inserted and high impedance was still seen. Surgeon noted that there was no obvious damage to the lead. Surgeon then prompted for the back-up lead to be opened. Upon implantation of the back-up lead, device was noted to be within normal limits device history records were reviewed for the device. The device passed all functional specifications and quality tests and was hp sterilized prior to distribution. No other relevant information has been received to date.

Event description:
Product analysis of the lead was completed. The condition of the returned lead assembly is consistent with conditions that typically exist following an implant/explant procedure. Based on the findings in the product analysis lab, there is no evidence to suggest any device-related anomaly with the returned lead assembly which may have contributed to the reported complaint of high impedance no other relevant information has been received to date.

Event description:
Suspect device has been received and is undergoing product analysis. No other relevant information has been received to date.